Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 9 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 8 reported complaints related to battery error message displayed with device returns: 8 were resolved with an internal battery replacement; of the 1 reported complaint related to an external battery issue with device returns: 1 was resolved with an external battery pack replacement; all devices were serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes <noe> 9 </noe> malfunction events where it was reported to resmed that astral 150 devices had battery related issues. Of the 9 reported battery issues: 8 were related to battery error message displayed; 1 was related to an external battery issue. There was no patient harm or serious injury reported as a result of these incident.